Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported that the patient¿s blood glucose reached 250 mg/dl while wearing the pod on the skin between 1 and 4 hours. It was discovered that the cannula did not deploy, which indicates a failure of the needle mechanism to deploy as intended during activation.